Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer had already switched to a transduced arterial pressure (ap) on the cs300 intra-aortic balloon pump (iabp) without issue or interruption of therapy. There was no patient harm or adverse even reported.

Manufacturer narrative:
Event site full name: (B)(6). Additional reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred after less than one week of use. The customer had already switched to a transduced arterial pressure (ap) on the cs300 intra-aortic balloon pump (iabp) without issue or interruption of therapy. There was no patient harm or adverse even reported.

Manufacturer narrative:
Correction to follow up #1 to: patient sex, patient age at time of event, patient age units, date of birth describe event or problem. Reference complaint# (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The optical fiber break was observed approximately 23.6cm from the iab tip. The reported events was confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.